Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50e serial #: (B)(4) description: infinion 1x16 perc lead and splitter 2x8 kits the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the trial patient was experiencing severe leg pain since the trial lead implant. It was believed that the event was procedure related and the nerve root was irritated. The patient underwent a lead explant procedure. A bruised spinal cord was believed to be the cause of the pain. Steroids were provided to reduce swelling, as well as pain medication for the pain and physical therapy. The patient was doing well.